Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be reopened should additional data become available.

Event description:
Boston scientific reported that this lead has changed and is not working correctly. This is all of the information that was provided. Should additional information be received, this file will be updated.